Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that the battery cap is mangled and they can't get it off to change the battery. Customer's blood glucose was 416 mg/dl at the time of the incident. Customer treated with the pump. Caller stated that they attempted to remove the battery cap with a quarter but it was not successful. Caller stated that she does not know how long the battery cap has been damaged but she noticed it last night. Caller stated that the battery cap is taped on. Caller declined troubleshooting for the high blood glucose and stated that the pump is just fine. Caller stated that the customer ate a bunch of stuff that he shouldn't have. Customer was advised to monitor the pump.